Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) distal conductor fractured; full lead in segments returned and analyzed.

Event description:
It was reported the lead was replaced due to oversensing of noise, unstable impedances and inappropriate therapies. The patient alert was triggered due to the lead's performance. During the lead revision, the physician noted the lead appeared to be damaged at the suture sleeve. No further patient complications were reported as a result of this event.

Event description:
(B) (4)